Manufacturer narrative:
(B)(4). Implant date: it is unknown if the lens was implanted in the patient¿s eye. Explant date: it is unknown if the lens was implanted in the patient¿s eye. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the surgeon reported some problem during injection of the preloaded insertion system (pcb00). Specifically, after pushing the injector rod (pusher rod) all the way to the second hatch mark, when the surgeon try to rotate the rod clockwise to advance the intraocular lens (iol) into the patient's eye, the surgeon encounter resistance and are forced to push hard on the rod while simultaneously rotating it. The surgeon also reporting that there was stiffness of the protective cap on the injector and stiffness of the injector/pusher rod. In follow-up, it was reported that the used cartridges was disposed of immediately at the hospital. No further information was provided. Note: the customer initially reported experiencing issues with three preloaded insertion systems (pcb00). A separate medwatch report will be submitted for each device. This report is for serial number unknown.

Manufacturer narrative:
(B)(4). Product evaluation: the customer was unable to retrieve the device and therefore, the lens nor the delivery system was returned for an investigation. No product testing was performed. Manufacturing record evaluation: a manufacturing records review was not performed as the serial number was not provided. Manufacturing process controls were reviewed. The operators conduct a cosmetic inspection and an optical measurement. The operators inspect the pushrod-plunger assembly, ensure the optic body of the lens is flat against the lower body, align the lens trailing haptic against the curved wall, and ensure the lens is seated correctly. All manufacturing documents were effective at the time of production. Labeling review: the directions for use (dfu) for the tecnis® itec preloaded delivery system was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses and use with the pre-loaded delivery system. Precautions and warnings include advancement of the lens, temperature recommendations, and use of the recommended viscoelastics. Proper positioning and advancement of the lens inside the cartridge. A product quality deficiency was not identified based on the evaluation performed; the customer's reported complaint could not be confirmed. All pertinent information available to abbott medical optics has been submitted.